Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during use, the device broke in the pt's cavity but the broken part was retrieved by the surgeon. There were no consequences for the pt.